Manufacturer narrative:
The 1627487-05242011-002-r, 1627487-07262012-002-r, 1627487-12192011-003-r - this ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 12: reference MFR report: 1627487-2015-10186, reference MFR report: 1627487-2015-10187, reference MFR report: 1627487-2015-10188, reference MFR report: 1627487-2015-10189, reference MFR report: 1627487-2015-10190, reference MFR report: 1627487-2015-10191, reference MFR report: 1627487-2015-10192, reference MFR report: 1627487-2015-10193, reference MFR report: 1627487-2015-10194, reference MFR report: 1627487-2015-10195, reference MFR report: 1627487-2015-10196. The patient has two cervical leads implanted with the same lot number (device # 2). Information provided by the patient's attorney, indicated the patient alleges the following issues: the patient experienced burning while charging (unknown which device). The patient reported her cervical ipg (device # 1) is no longer functioning. After a review of the patient¿s medical chart, the following information was identified: on (B)(6) 2008, the patient underwent surgical intervention to implant a lumbar scs and revision of her cervical ipg. The patient¿s cervical ipg (device # 7) was relocated and attached to the lumbar system. A new ipg was connected to the cervical system. On (B)(6) 2009, the patient underwent surgical intervention where her lumbar ipg (device # 7) was replaced due to pain at the ipg site and heating while charging (device #¿s 11 and 12). On (B)(6) 2010, the patient underwent surgical intervention where her lumbar leads (device # 8) were replaced due to lead migration and her lumbar ipg (device # 9) was relocated due to discomfort. On (B)(6) 2010, the patient underwent surgical intervention where her lumbar ipg pocket was revised due to pain at the ipg site following weight (device # 9). On (B)(6) 2011, the patient underwent surgical intervention where her right lumbar lead (device # 10) was replaced due to lead migration and the lumbar ipg was replaced due to discomfort at the ipg site (device # 9). On (B)(6) 2013, the patient reported experiencing pain at the insertion site of her cervical leads (device # 2). On (B)(6) 2013, the patient requested to have her cervical scs (device #¿s 1, 2 and 3) and her lumbar scs (device #¿s 4, 5 and 6) removed. The patient is no longer using her scs systems. She is experiencing discomfort at her ipg sites due to recent weight loss and the lead extensions are close to the surface of her skin. Surgical intervention may be pending to address the issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.